Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during self test due to faulty connector at remote frequency board. Insulin pump received with cracked battery tube threads. Insulin pump received with minor scratches on lcd window. Insulin pump was unable to verify lost sensor alarms due to failed self test alarm.

Event description:
It was reported that the customer has been receiving an error alarm on the insulin pump. The customer stated that the insulin pump reboots itself and then begins to count up. Customer also received a lost sensor alert. The device is being replaced. Customer's blood glucose reading at the time of the call was 159 mg/dl. No further information reported.